Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6)2017explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implant was done on (B)(6) 2017, and the rep at the case reported good coverage. That day they couldn¿t turn stimulation on in the post-anesthesia care unit. It was noted that this was considered a sudden change in therapy/symptoms. A rep met with the patient on (B)(6) 2017, but couldn¿t get stimulation. Over the course of the next couple months, the patient met with various people and couldn¿t get stimulation at 10.5 volts event though impedance was normal. The rep didn¿t have access to those impedance values as they were on another rep¿s physician programmer. Follow-up appointments were noted for (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. During this time they asked for x-rays to be taken because all of the reprogramming being done did not resolve the issue. The lead placement was to be located over the eighth and ninth thoracic vertebrae (t8/t9). X-rays were taken and it appeared that the lead was over t6/t7 or somewhat a little higher. At this point they referred the patient to a neurosurgeon. The revision surgery occurred on (B)(6) 2017. It was confirmed that the lead was too high via x-rays of the lateral and anterior-posterior views. It appeared that the three-wing anchor had never been sutured and the lead was in the spinal canal upside down with the electrodes facing up, away from the spinal cord. A new paddle lead was implanted and the patient was doing well. It was noted that there was possible lead migration or wrong lead location placement. There were no falls or trauma reported that could have been related to the issue. There were also no unrelated medical procedures. The rep spoke with the first surgeon and it was determined that he uses absorbable sutures on theanchors and always has. It was noted that the rep instructed the surgeon on proper anchoring/suturing techniques, how to improve images, and other training information. Photos of the x-rays of the leads for the trial, pre-revision surgery and post-revision surgery as well as a photo of the lead removal as it came out of the spinal canal were sent by the rep. It was noted that the patient recovered completely and was getting good coverage as of a follow-up appointment on (B)(6) 2017.